Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identity a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes erroneous "high" potassium results occurred. There was no report if repeat or confirmatory testing was performed. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that you have been experiencing high potassium results.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® sst¿ blood collection tubes erroneous "high" potassium results occurred. There was no report if repeat or confirmatory testing was performed. There was no reported patient impact. The following information was provided by the initial reporter: it was reported that you have been experiencing high potassium results.